Event description:
Hair loss, swollen abdomen, severe pain in back, uterus and hips, bladder worsening of eczema, prolonged bleeding during monthly cycles, passing blood clots during cycle. Agonizing headache lasting weeks at a time worsening of depression due to unbearable and constant pain.